Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needle bent during the injection and the insulin does not flow. Also, five different lots were mixed into two boxes. Verbatim: from phone call on (B)(6) 2021, at 16:24:50: consumer stated, when taking injection, patient end bends. Stated, he does rotate different injection sites. Stated, no insulin at all because needle bends. Stated, he purchased two boxes and between the two, he saw 5 different lot's mixed in. Consumer is not happy with nano pro. Requested, original nano as replacement. Lot: unknown. Catalog: 320555. Date of event: unknown. Samples: no. (B)(4). Information from email copied and pasted below: email received on 2021-03-10, at 15:26:54. I have been using the bd ultra fine pen needles 4mm 32g for years and have not had a problem with them. The last box I got was the nano pro needles 4mm 32g, and about 10 percent of them have bent while trying to insert them. My question is: are the nano pro needles replacing the ultra fine needles or will both be available?"